Manufacturer narrative:
Additional information: patient weight was updated.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the lower and upper abdomen, and infra-scapular area on (B)(6) 2022 and (B)(6) 2023 using the c150 and c240 applicators and presented with paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
Additional information: b5 (clarification of treatment areas and applicators), and patient weight and unit [a4].

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment on (B)(6) 2022 and (B)(6) 2023 using the c150 applicator to the upper abdomen and infra-scapular area, and using the c240 applicator to the lower abdomen. The patient was presented with paradoxical hyperplasia (pah/ph) three months after treatment. Diagnosed on (B)(6) 2023 with paradoxical adipose hyperplasia (pah) by medical professional.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the lower and upper abdomen, and infra-scapular area on (B)(6) 2022 and (B)(6) 2023 using the c150 and c240 applicators and presented with paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.